Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an occlusion alarm. Customer's blood glucose level was not impacted. Reportedly, the customer had been using the cartridge for 7 days. The customer was advised the perform a cartridge change to address the occlusion.